Event description:
The manufacturer received information alleging smoke was emitting from a ventilator. The device was powered off and then was difficult to power on. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2022-100304. This report was submitted as a duplicate report of the previously submitted report.